Event description:
A (B)(6) male patient called zoll customer support to report that the response buttons on his monitor would not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button was not responsive and the led was not lit. Upon review of the patient flag files, the patient was effectively using the response buttons, suggesting a possible intermittent problem. The cause for the inability to activate the device is the defective response button. The cause for the defective response button is unable to be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.